Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported the jaw cover was torn on a synchroseal instrument. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the synchroseal instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The jaw cover was found to have tearing. Tears measure from .064¿ to .364¿ in length. There were no signs of thermal damage present at the end of any tears. No material was found missing.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces

Event description:
Refer to h11 for follow-up information.